Event description:
It was reported that during a lobectomy, the staples were unformed a the central part of the staple line. Unknown how the case was completed. No patient consequence.

Manufacturer narrative:
H4: info is unavailable, device was not returned for evaluation.